Event description:
It was reported that non-sustained lead noise episode was observed via merlin.net transmission due to frequent pvcs. The device was interrogated with new software changes. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.